Manufacturer narrative:
(B)(4). Explant date: screw was removed in the doctor's office in (B)(6) 2018. It is unknown if product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up report will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that patient underwent right knee arthroplasty. Subsequently, patient's screw backed out of knee. The screw was removed at the doctor's office and patient was placed on antibiotics for infection.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) reported event was confirmed by review of physical exam notes which indicated a 4mm skin ulceration over the foreign body. No redness. Palpable backed out screw, tibial fixation failure. No rom issues, pain 4/10 (moderate). The screw that backed out was removed and several sutures were placed. No signs/symptoms of infection per the physician but placed on keflex to prevent infection from occurring. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.